Manufacturer narrative:
The field service representative was unable to determine a cause. He verified the ise's were performing optimally and completed an ise performance checklist. Calibration and qc were performed to verify the analyzer performance.

Event description:
The user had a sample from a pt with an igm monoclonal gammopathy, causing the sample to be viscous. She was getting sodium readings between 100-120 mmol per l on rerun with no errors. The specific results from this analyzer in mmol per l are as follows 120, 117, 100, 120, 120 and 117. The erroneous results were not reported.